Manufacturer narrative:
Although the serial number was provided, the expiration date cannot be determined.(B)(4). The product has not been returned; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta)procedure. According to the complainant, "heater canister melted on the console and it shut off". Although several attempts were made to obtain additional follow up, there is no further information regarding this event.